Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd lagacy pump was returned for analysis in used condition and the front and rear housing was cracked. Use testing was performed. The customer complaint was confirmed. Service replaced the micrprocessor board, the downstream occlusion sensor, motor, battery door, battery door, cracked front and rear housing, keypad, and the overlay. The problem source is the microprocessor board.

Manufacturer narrative:
One cadd lagacy pump was returned for analysis in used condition and the front and rear housing was cracked. Use testing was performed. The customer complaint was confirmed. Service replaced the micrprocessor board, the downstream occlusion sensor, motor, battery door, battery door, cracked front and rear housing, keypad, and the overlay. The problem source is the microprocessor board.

Event description:
Further information provided that no patient involvement with this event.